Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient began to develop symptoms of heart failure, and further investigation revealed that the patient had developed tricuspid regurgitation due to the implanted right ventricular (rv) lead. The lead was cut, capped, and a subcutaneous lead was implanted. No further patient complications have been reported as a result of this event.